Event description:
A patient underwent a stent placement procedure using fluency plus endovascular stent grafts. During deployment, two separate stent grafts failed to fully deploy. In both instances, only the distal portion of the stent deployed, while the remaining portion did not release from the delivery catheter. No patient injury was reported.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.